Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation and product development investigation were performed on the returned subject device. The uhmwpe inlay was not returned for analysis. Superior endplate exhibits visual iatrogenic damage on anterior top conical face which extends towards the polished spherical diameter and dimpled marks most likely caused by a plier type device. There are also minor scratches on polished spherical diameter. There is a nick on top side to the right of instrument slot. Also a nick is visible to the left of the spherical diameter. There is visible debris in the bottom of the right side instrument hole. On the bottom side there are indications of delamination of coating in area aligned with the keel. Inferior endplate exhibits visual iatrogenic dimpled damage on anterior top face that resembles plier type device that extends onto the back face. The right and left instrument slots and holes have nicks and scratches. There is a radial wear mark similar to the inlay spherical diameter visible in the undercut pocket. On the back face there are nicks and dents that extend up to 4.6mm long and 0.5mm deep on both side of the keel. There are scratches along both sides of the inlay slots. Also, on the backside, the spikes are visually nicked and dented. All described nonconformities are post manufacturing. None of the described nonconformities would cause the complaint condition. Relevant drawings for the superior and inferior endplates were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. Visual examination did not reveal any design related issues. Replication of the complaint condition is not applicable since difficulty observed during removal cannot be replicated with the returned device. Although a definite root cause could not be identified, the most likely cause of the difficulty was the patient¿s size, scar tissue, retraction, angle, and size of the implant, as stated in the complaint description. Based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed. Manufacturing site: (B)(4), manufacturing date: 25-sep-2015, expiration date: 31-aug-2020: DHR review found incoming defect report# (B)(4) generated by supplier (B)(4) for part# pdl-l-ip00s lot# 9830881 for 29 of 29 parts having visual nonconformities. All parts were processed and then shipped back to the (B)(4) where at incoming inspection all parts were found to be visually conforming. The visual nonconformities are not related to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review found incoming defect report#(B)(4) generated by (B)(6) for part# pdl-l-sp001 lot# 9830881 for (B)(4) of (B)(4) parts having visual nonconformities. All parts were processed and then shipped back to the (B)(6) facility where at incoming inspection all parts were found to be visually conforming. The visual nonconformities are not related to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(6). Manufacturing date: sep 25, 2015. Expiration date: aug 31, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for a total disc replacement at l5-s1 disc level using a prodisc-l implant. On (B)(6) 2017, surgeon removed all original implants. It was reported that during the revision surgery there did not appear to be much bone growth around the implant, but there was plenty of scar tissue. The surgeon used an osteotome instrument from the prodisc-l removal set to free up each implant endplate from the host bone. There was a small amount of bone that attached to the undersurface of each implant endplate. The surgeon had difficulty removing the implant due to the patient¿s size, retraction, angle, and size of the implant from left to right. It was estimated that once the surgeon started the removal portion of the procedure, it took approximately 60 minutes of additional surgery time to remove the pdl implant. No fragments were generated during implant removal. Revision surgery was completed successfully. Patient is reported in stable condition. Device migration which led to the removal procedure is addressed in (B)(4). The events that occurred during that removal procedure are addressed in this report. This report is for one (1) pdl inferior endplate. This is report 3 of 3 for (B)(4).